Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device refrigerator was not connecting to the device when the user tried to dispense medications. The field service engineer (fse) confirmed that there was no remote manager installed on the unit. After further investigation, the fse found that matrix drawer 6 had failed with no option to recover. A medication jam was also discovered in the rear of the drawer, blocking the drawer sensor. The fse cleared the medication jam, after which the drawer successfully recovered. The drawer was tested in the hardware test application (hta), and all tests passed, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge was not connected to the pyxis. When user tried to recover the fridge item, it was not populating as something to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.